Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not rewind. The insulin pump would show it was done rewinding when it wasn't. They could not put the reservoir in. The customer¿s blood glucose level was unknown. The device will be replaced and returned for analysis.

Manufacturer narrative:
Not in manufacturing mode. Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No rewind anomaly noted during testing. Unit functioning properly. Unit was received with minor scratched lcd window, keypad overlay texture damage and cracked retainer.